Event description:
The physician successfully deployed a driver sprint rapid exchange 2.25 diameter, 24 mm length stent was advanced to a lesion in the lad; however, prior to insertion, the stent was damaged due to handling. There was a raised strut that was flattened by a finger and the stent was deployed in the patient. No problem with use of the stent. No other clinical sequelae have been reported. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Manufacturer narrative:
Follow up # 1/supplemental report text-12/22/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have data corruption. A secondary issue was also noted as a capacitor failure. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging his onetouch ultra2 meter displayed an "ER 1" message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2010. The cca was advised the patient manages his diabetes with glucophage tablets (850 mg). It is not known what action the patient took at the time of the alleged issue. On (B)(6) 2010 at 9am, the patient claimed he felt a symptom of weakness. By 10am that same morning, the patient went to the emergency room (ER) and obtained a blood glucose result of "440 mg/dl" with another device. The patient stated he was treated with insulin (type/ amount not specified) by a health care professional (hcp). At the time of troubleshooting, the cca noted it was not the first time the subject meter was being tested with. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from an hcp after the reported issue began.